Event description:
The customer reported the system displayed high voltage error on mainframe display. This error did not stop the customer from using the machine. No pt injury was reported.

Manufacturer narrative:
The service rep cleaned the candles on high voltage cable and the wells on the tube. He completely regreased the candles as per instruction. A functional check carried out, and the system works as intended.